Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer about a patient who was implanted with a neurostimulator. It was reported the patient had the device implanted in the lower back or buttocks and the leads were placed in the head for head pains. They were implanted about 6 years prior to the report and shortly after the implant they started having "issues" and had a "horrible experience". When asked to elaborate on what the issues were the caller stated "just issues". They stated the patient had recently had new leads implanted but the patient was still having issues. The caller was asked to have the patient contact the manufacturer to provide more detailed information. Omitted information pertaining to the other patient who had a back ache since the start of their trial.